Event description:
Following a catheterization procedure, an angio-seal device was placed. Sometime later the patient lost pulses in the leg; a balloon procedure was performed to reestablish flow. The hospital has not provided any further information regarding this incident to manufacturer. There has been no further report of patient complication or sequelae as of 2/11/198.